Event description:
It was reported by the rep the device was used during a colon resection. It was reported the device locked into position and would not fire. Another cutter was pulled to complete the case. There was no consequence to the pt.